Manufacturer narrative:
Continued phone number e1: (B)(6), continued fax number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Planting physician reported, device rupture. Diagnosed via MRI. Explanting physician reported, capsular contracture, baker grade I. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Planting physician reported device rupture diagnosed via MRI. Explanting physician reported capsular contracture baker grade I. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, particles, wear abrasion, delamination and broken device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Planting physician reported device rupture diagnosed via MRI. Explanting physician reported capsular contracture baker grade I. The device has been explanted. This record relates to the right side.